Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had power alarms while on the mobile power unit (mpu) on (B)(6) 2025. The patient connected to batteries and the alarms resolved. They did not use the mpu through the weekend as a precaution but brought it to clinic. The mpu in question passed the self-test and appeared to operate as intended when connected to the patient. Examination of the unit revealed that all the connector pins appeared to be appropriately aligned and not broken. There was numerous small bite marks noted which the patient stated were from a cat. T he patient was working on training the cat to leave the cable alone. The patient was issued a new mpu. Log files were sent for review. The event log file confirmed some odd intermittent power cable disconnects and other associated alarm types on 09may2025 between 06:52:53 and 21:08:22. There was no interruption in pump support during these events. The patient had no adverse issues because of this issue. The unit had a v-lock connector in place. The power cord did not come loose from the wall or from the unit. The patient stated no environmental issues were found. The weather was not a problem at the time of the event as there were no storms or any other issues. No electrical issues were reported as the patient stated that the home still had power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power alarms and small bite marks on the mobile power unit¿s (mpu¿s) patient cable were both confirmed. The log file captured several atypical low voltage hazard/power cable disconnect alarms on 09may2025 while the mpu was in use. The alarms appeared to have been caused by the voltage within either one or both power cables fluctuating below the alarm thresholds. The alarms either resolved within a few seconds of activation, or when the patient switched power sources. No other notable events were observed, and the pump operated as intended throughout the data. The returned mpu (serial number (B)(6)) was observed to have several bite marks on its patient cable on and around the rubber encasing near the lemo connectors upon arrival. The mpu was functionally tested at the service depot and performed as intended. The mpu¿s patient cable was flexed along its entire length during testing, and atypical alarms were unable to be reproduced. The mpu was removed from service per the customer¿s request. The root cause of the observed power alarms in the log file was unable to be conclusively determined through this analysis; however, although the issue was not reproduced, the bite marks on the patient cable could have contributed to the cause of the alarms. The root cause of the bite marks was stated to be from the patient¿s cat. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users that extra care for the equipment should be taken when pets/animals are present. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect/low voltage alarms. The heartmate 3 patient handbook (sections 3 ¿powering the system¿ and 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.